Event description:
A customer contacted beckman coulter (bec) reporting a leak at the bottom left hand side of the unicel dxc 600 pro synchron chemistry analyzer. The leak was observed to be located at the ionized selective electrode (ise) reagent drain. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that the ise waste valve was not operating properly, causing the drain to overflow. The fse replaced the 3-way valve which resolved the issue. (B)(4).